Manufacturer narrative:
Follow-up #1 date of submission 10/25/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the complaint could not be confirmed or duplicated on investigation. Review of the black box showed no history of rebooting. Evaluation showed no signs of moisture damage or intermittent connections to the internal pump components. No damage to the battery cap or battery compartment was found. The battery cap fastens securely to the battery compartment. The pump was able to power up and exercise for 24 hours without power interruption. The pump passed a 29 hour flow accuracy test and was found to be delivering within required specifications.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had elevated reading of 330 mg/dl with symptom of moderate nausea possibly due to a pump power loss. The patient was able to administer self treatment with insulin via syringe at the time of concern. At the time of the call to animas, the patient was ¿alert, oriented, and appropriate.¿ her blood glucose was controlled. The power issue was not resolved with training. The subject pump has recurring loss of prime warning within 2 hours. The battery cap and cartridge cap is secure. The cartridge is cycled per the instruction for use. There is no damage or trauma to the pump. There was no product misuse. This complaint is being reported due to the unresolved power issue. The patient¿s blood glucose and symptom did not meet animas criteria for a serious injury. The subject pump was replaced and requested back for investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.